Manufacturer narrative:
Attempts were made to obtain additional patient information on this event, however no additional information will be provided. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. During withdrawal of an 18 fr gore dryseal sheath, there was some reported resistance due to the tortuous and small sized (~ 6 mm) access vessels. Intra-operative imaging showed a dissection of the left external iliac artery. A bare metal stent was implanted into the left iliac artery and the dissection was successfully repaired. Final angiography showed exclusion of the aneurysm and the patient tolerated the procedure. No further information is available.